Manufacturer narrative:
The insulin pump had no unexpected weak battery alerts or off no power alarms/anomalies noted during testing. The insulin passed pump self-test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump was received with blank display due to severely corroded battery cap contacts noted. The insulin pump was received with constant failed battery test alarms during unexpected restart error test, operating currents meas. And off no power test due to corroded battery tube and battery tube spring noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states they had previously called regarding battery issues and a replacement battery cap was sent. The mother states that the customer's pump would go blank and alarm for weak battery or off no power. The mother states the issues persist and they are receiving failed battery test. The customer's blood glucose level at the time of incident was 217mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.